Event description:
Additional information also indicated there were inappropriate shocks delivered.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low sensing measurements at 2.5 millivolts and high threshold measurement of 4.5 volts at 0.8 milliseconds. A revision procedure was performed and the lead was found to have dislodged. The lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted set screw marks on the is-1 terminal pin and the distal and proximal high voltage terminal pins. There were no discernable set screw marks noted on the is-1 ring. The insulation was cut at the suture sleeve tie down site and in the suture sleeve as well. The gore covering was bunched in several places. The helix was retracted and appears intact and undamaged. The clinical observations could not be confirmed by analysis. The lead tip and helix appear intact and undamaged. The lead passed electrical testing.